Event description:
Related to MFR report #s 2183959-2012-01060, 2183959-2012-01223. It was reported that, approximately one year after implanting a miniarc sling, the patient developed recurring cystocele and incontinence. On (B)(4) 2012, an additional mesh device was implanted to treat the patient's recurring incontinence. During dissection the physician's "finger entered the bladder." A bladder repair was done, and the additional incontinence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.